Manufacturer narrative:
The suspect strips were returned for investigation. All the results obtained during the investigation were within the acceptable ranges. It was noted that no information was provided by the customer related to the patient's stress, blood flow, condition or the technique used by the laboratory at the time of the comparison. Any of these factors could have affected the accuracy of the results obtained.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for one neonate patient tested on inform ii meter serial number (B)(4). At 7:04 a.m. The patient was tested on inform ii meter serial number (B)(4) used on the maternity ward and the result was 3.8 mmol/l. The patient was jittery and the special care staff was called. The special care staff took a capillary sample from a heel prick and the result from a blood gas analyzer at 8:04 a.m. Was 2.8 mmol/l. A second heel prick was performed and the repeat test using inform ii meter (B)(4) at 8:11 a.m. Was 4.3 mmol/l. It is not known if the patient was treated with anything after these results. A venous sample was also sent to the laboratory where the glucose result was 3.0 mmol/l. Quality control results were acceptable within 24 hours of the result in question. No adverse event occurred. The suspect product was requested for return.